Event description:
The pt underwent implanted pump system revision surgery. Nineteen days after surgery the incision sites were still warm. There was no oozing, fever, or redness. The pt had been treated with 2 courses of antibiotics. The pt was in close contact with his hcp. Add'l info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Description of event problem was updated.

Event description:
It was further reported that the patient did not have swelling at the site. The incisions were healing well. It was just the warmth that was worrisome. It was noted the patient could not recall if there was warmth or not following his first pump implant. The warm feeling was noted to be over the pump and catheter site. Also specified as near the catheter pathway and pump location. Additional information was received that the pump was warm and red after implant. The patient mentioned antibiotic treatment.